Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the straight suction would not verify below a divot error of 11. It was noted that all other instruments in the operating room (or) would verify. The suction was re-introduced into the surgical field and the navigation system could not recognize the instrument. A second instrument tray was brought into the operating room (or) and a new straight suction was used to complete the procedure.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported imprecision could not be replicated. Two registrations were performed, with one failing and the second passing. The system then passed the system checkout and was found to be fully functional. The image from the procedure was reviewed by medtronic personnel. However, due to the surgeon re-registering, the original trace pattern with imprecision cannot be observed. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed after the surgeons switched sides of the operating table and the straight suction was re-introduced into the sinus. It was reported that when in the sphenoid sinus, the application software displayed the instrument was near the patient's left orbit. The suction was removed from the anatomy to be re-verified, but it would not verify. A straight and registration probe were introduced into the surgical field and the imprecision carried with the instruments. The surgeon then re-registered the patient to restore functionality and continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.